Event description:
It was reported that the patient noted their device pocket was red. The physician further observed that there was ¿pressure necrosis and that the device was likely to come out from a layer of pellicle¿. It was further reported that a lead alert was triggered for high pacing impedance in the right ventricular lead and that a lead fracture was suspected. The device was removed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trg bi-ventricular defibrillator (B)(6) 2012; 5076-52 implantable pacing lead (B)(6) 2008; 419478 implantable pacing lead (B)(6) 2008. (B)(4).